Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 560 mg/dl. Customer changed the set as the issue was with the infusion set and current blood glucose was 232 mg/dl. Customer experienced positive ketone test, dizziness and nausea. Insulin pump will not be returned for analysis.